Event description:
It was reported the patient was admitted to the hospital after receiving an inappropriate shock due to lead oversensing. The lead alert triggered due to high impedance. A lead fracture was confirmed on x-ray. The lead was partially removed and replaced. During the lead implant attempt, it was not possible to implant the lead on the left side due to lack of venous access. A longer lead was implanted the following day on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.